Event description:
Patient presented with infected left shoulder resulting from a hemi-arthroplasty performed approximately 3 months ago. Request for exactech interspace shoulder was made. The surgery was performed in the next day. The surgeon opened the joint capsule, and infection immediately spilled out. The previously implanted hardware was successfully removed, and the canal was debrided with a large surgical instrument. The surgeon reported difficulty in size of humeral canal to support the length of interspace shoulder implant, which led to additional work in the canal. Interspace shoulder was implanted with 1/4 of device sitting proud and joint reduction was performed. Cement was mixed and prepared (not implanted) when anesthesiologist indicated there was no co2 reading and suspected a pulmonary embolism. Attempts were made to revive the patient, but were unsuccessful.

Manufacturer narrative:
This report concerns a suspected case of pulmonary embolism. Pulmonary embolism is a known general surgical risk that is identified in the device labeling for the interspace temporary shoulder with gentamicin in the section entitled potential adverse events.